Event description:
(B)(4).

Manufacturer narrative:
(B)(4). No sample is available for investigation. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. We have informed our production site accordingly. A follow up report will be provided if the sample and/or additional pertinent information becomes available.